Event description:
After an implantation time of about 23 months, it was reported that the associated ICD could not be interrogated. A small focal burn mark was detected on the housing during the explantation. The ICD and the lead were explanted. The date of implant was not provided.